Event description:
(B)(6), home healthcare rn and pt reporting pump issue. Spoke with (B)(6) who stated he infusing pt and pump was alarming with error for down occlusion and air in the line - he checked but there were no air in the line and no occlusion issue. He restarted the pump as well but he got new error. He started infusion via gravity today. Pharmacy is replacing pump. Serial number: (B)(6). Maintenance due date: 08/2025. There was an interruption to therapy. No missed doses or adverse event(s) reported due to product issue. Troubling shooting was completed and unable to resolve issue. Pump is available for return. No additional information available. Unknown if md is aware. Reported to (B)(6) by pt/caregiver.